Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet screen delaminated after removing the device from their pocket, leaving it in two pieces. The screen was nonfunctional, though the audio remained active. The agent arranged a replacement ilet and confirmed shipping and return details. The user was advised to use backup therapy as needed and was transferred to dexcom to download the app for manual bg monitoring. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.